Event description:
Report received of an independent rate change. The customer contact reported that when the pt was admitted to the recovery/prep area of the cardiac catherization unit, the pump was noted to be delivering 2500units/250ml of heparin at a rate of 10ml/hr. No further programming parameters were provided. Approximately 1 1/2 hours to 2 hours later, when the pt was taken into the procedure room, the nurse noted that the device was delivering the heparin at a rate of 100ml/hr instead of the intended rate of 10ml/hr. The device was removed from clinical service. The heparin therapy was discontinued. An activated clotting time was drawn and was reportedly within normal limits. Upon review of the programmed setting, the nurse noted that the primary line was programmed to deliver at a rate of 100ml/hr; however, the amount of heparin delivered was "exactly as expected if the rate was set a 10ml/hr." Reportedly, the displayed total volume infused and the volume to be infused "matched the rate of 10ml/hr." There were no reported adverse pt effects. No medical interventions were required.